Event description:
In 2008, the pt reported that for the past week she has had elevated blood glucose reading up to 521 mg/dl. She stated she treated her readings by bolusing insulin via her infusion device and injections. Troubleshooting did not find any product issues. The pt was advised to switch to her backup infusion device to see if that resolved the issue. On follow up with the pt the next day, she said she programmed her basal rates on her backup device but only pressed the check button once so the rates were not saved. The pt was assisted in properly setting and saving the basal rates on her backup device. On further follow up with the pt, she said she has switched back to her primary device and it is properly working. She stated she saw an ent doctor who said her adenoids were swollen which could be causing her elevated readings. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.